Event description:
Olympus (omsc) was informed via repair request that the customer evis lucera elite colonovideoscope is having a ¿e315 error displayed as non-compatible scope¿. The customer reported problem was found during an unspecified event. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
Additional information requested from the customer regarding the details of the reported event is pending. The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer reported e315 error code issue. The inspection noted poor insulation performance at the distal tip, the adhesive is peeling from the bending section cover. The adhesive on the distal bending section cover is cracked. The angulation is insufficient due to a stretched angle wire. The angulation control knobs are loose/has play due a stretched angle wire. The scope is leaking from the scope connector. The control body is discolored. The suction cylinder is scraped, wrinkles on the universal cord below the boot cover, the paint on the air/water supply cylinder is peeling, and the seal on the scope connector has peeled off. Also, there are scratches on the following: insertion tube, the control body and grip, the distal tip cover, the harness adjustment ring, on the switch box, the up/down and right/left control knobs, the free engage on the up/down and right/left locking knobs, the universal cord, the scope connector, and scope connector cover. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional details to the event description.

Event description:
The reported e315 error code was detected during pre-use inspection by the user.